Event description:
A surgeon has reported that a memory lens u940a iol implanted in a male patient's eye in 2000 has since opacified. Patient is scheduled for follow up with surgeon in 2004. Request has been made for additional information, however no further information is available at this time.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to climinate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling ) process.